Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the alarm could not be cleared. The customer's blood glucose reading was unknown at the time of incident. Customer discontinued use of the product and is using a back up plan until a replacement arrives.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents and passed the self-test and off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.